Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on the case information and related record review, a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined. The reported patient effects of infection and restenosis are listed in the supera instructions for use, as known potential patient effects. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that the procedure was to treat the right popliteal artery. On (B)(6) 2019, a supera stent was implanted; however, on (B)(6) 2019, revascularization was performed as the lesion became restenosed and the patient presented with a non-healing gangrene wound. Therefore, balloon angioplasty was performed. No additional information was provided.